Manufacturer narrative:
Device has not been returned for evaluation therefore no determination could be made for the reported device failure.

Event description:
During idet procedure, when the needle was inserted into the pt, the needle broke and was left inside the pt. There was a 1/2 hr delay for x-rays.